Manufacturer narrative:
It was reported that there was an aneurysm in the pumping segment. Received one used primary set model 2426-0007 lot unknown. The pcu and pump device that were in use during the customer event were not returned for evaluation. Note: photo provided by the customer observed that the silicone segment had a balloon near the upper fitment as it was still loaded into the pump module. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection confirmed a balloon in the silicone tubing pump segment (p/n 12088541) near the upper fitment (p/n tc10008721). No other anomalies or evidence of damage were observed upon initial visual inspection. Functional testing of previous complaints with the failure mode of ¿balloon/bulge in silicone tubing segment¿ was performed by placing the infusion set in an alaris pump module and closing the door, programming/running the infusion, pausing the infusion, and then injecting an IV push fluid bolus through a distal y-site of the infusion set. Testing included injecting an IV push bolus after clamping the tubing (below the pump segment but above the IV push site per the dfu) and injecting the IV push bolus without clamping the tubing. Ballooning was not replicated in any clamped testing but has been replicated in unclamped testing when the tubing had been visually observed to be compromised (from previous ballooning). Due to the high number of previously investigated complaints for this same failure mode exhibiting the same visual observations and functional testing results of ballooning caused by excess pressure within the silicone tubing segment when the tubing is not clamped per the dfu instructions, further functional testing of events reported for balloon/bulge in the silicone tubing segment is not required. This rationale is supported by instruction 7.2.2 of 1503-001-000-swi-mms (v. 02) cad complaint failure investigation (dir # (B)(4) that states that the complaint failure investigation is not required if the investigation on the reported event has been previously performed and is supported by the technical customer advocacy manager. Further visual inspection of the silicone tubing confirmed that the tubing's concentricity was within specification. Equipment used (visual inspection on 22-sep-2020). Ram optical instrumentation/eq08204/calibration due date 5-feb-2021. Device history record could not be performed on model 2426-0007 because the lot # for the suspect set was not provided. Although the root cause could not be definitively determined, previous extensive failure investigations have found that ballooning can occur when an IV push medication or flush is executed below the pump without first clamping the tubing above the injection port. This action was found to result in excessive pressure within the silicone segment thus causing the silicone segment to balloon.

Event description:
It was reported that a lvp 20d 3ss cv alarm went off and the rn noticed an aneurysm. The following information was provided by the initial reporter: material no: unknown. Batch(lot) no: unknown. It was reported that there was an aneurysm in the pumping segment. Additional information (customer response) 14-aug-2020: 1. Can you provide a description of the event? ¿ rn set up new antibiotic infusion. Pump alarmed (does not recall which alarm), rn opened pump and noticed aneurism. 2. Please provide the tubing set material and lot #: unknown. Packaging discarded. 3. What was the date and time of the event? (B)(6)approx 12 noon. 4. Was the tubing set attached to a patient at the time of the event or occurred during preparation/setup or when taken out of package? Attached to pt. 5. If patient involvement; was there any effect on the patient from the event? No. 6. Did the event involve a death? If yes, date of death: time of death: cause of death: 7. Did the event involve a serious injury? No if yes, date: time: description of injury: 8. Was there a delay of, or change in, the course of treatment due to the event? Please explain: no. 9. Where did the event occur? (B)(6) hospital (B)(6). 10. Exposure to blood/bodily fluid/IV solution? If yes, please explain: no. 11. Was the line clamped above the injection port before administering medication? N/a, no meds administered through injection port. 12. Was the tubing untaped and uncoiled? Yes. 13. Was there any type of cap on male luer if occurred during priming? N/a. 14. Are the products involved in the event available for investigational purposes? Yes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv alarm went off and the rn noticed an aneurysm. The following information was provided by the initial reporter: it was reported that there was an aneurysm in the pumping segment. Additional information (customer response) (B)(6) 2020: can you provide a description of the event? ¿ rn set up new antibiotic infusion. Pump alarmed (does not recall which alarm), rn opened pump and noticed aneurism. Please provide the tubing set material and lot #: unknown. Packaging discarded. What was the date and time of the event? (B)(6) approx 12 noon. Was the tubing set attached to a patient at the time of the event or occurred during preparation/setup or when taken out of package? Attached to pt. If patient involvement; was there any effect on the patient from the event? No. Did the event involve a death? If yes, date of death: time of death: cause of death: did the event involve a serious injury? No if yes, date: time: description of injury: was there a delay of, or change in, the course of treatment due to the event? Please explain: no. Where did the event occur? (B)(6) hospital exposure to blood/bodily fluid/IV solution? If yes, please explain: no. Was the line clamped above the injection port before administering medication? N/a, no meds administered through injection port. Was the tubing untaped and uncoiled? Yes. Was there any type of cap on male luer if occurred during priming? N/a. Are the products involved in the event available for investigational purposes? Yes.